Manufacturer narrative:
Patient information is not available for reporting. (Other): (B)(4) lot unknown device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for evaluation. Hospital contact number: (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a titanium elastic nail (ten) insertion procedure on december 23, 2015. During implantation, an inserter's t-handle broke. All of the broken pieces were retrieved and the procedure was completed with a reported five (5) minute delay. This report is 1 of 1 for (B)(4)

Manufacturer narrative:
Device investigation summary - the given information on the device report has indicated that the t-bar at top of inserter snapped in middle. The visible investigation has also shown traces of deformation from hard use at the tip. A voluntary recall of the inserter was performed ¿ it is noted that the affected lot was not distributed in the united states. The affected inserter may have the potential for breakage during use. DHR review - manufacturing location: (B)(4). Manufacturing date: 12 june 2013. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.